Event description:
The customer observed imprecise and positively biased quality control results following two separate calibration events of a new vitros phbr slide lot on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer had not implemented the new slide lot for pt sample processing at the time of the event. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the immunowash subsystem of the vitros 5, 1 system. Following the service activity, acceptable vitros phbr performance has been observed. The root cause of this event is instrument related.